Event description:
The customer reported an uncontained clear fluid leak of approximately two (2) ml from the coulter hmx hematology analyzer with autoloader. The customer reported obtaining differential vote outs (no results generated), flow cell clogs, and partial clog 2 (pc2) error messages when controls or patient samples were run. There were no reports of injuries, erroneous results, direct contact with the leak or change in patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The fse discovered leak from tubing at pv27. The fse replaced the tubing to resolve the leak, differential vote outs, flow cell clogs and pc2 error messages issues. (B)(4).